Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided. Brand name: pipeline flex with shield technology model number: ped2-475-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline flex with shield did not open during the procedure. The patient was undergoing embolization treatment of flow diversion for unruptured saccular internal carotid artery aneurysm, measuring 5mm neck, landing zone distal 3.9mm proximal 4.75mm. The vessel was observed severely tortuous. The pipeline and any accessory devices were prepared as indicated in the IFU. A continuous flush was maintained during the procedure. It was reported that the pipeline had difficulty opening distally, even performing maneuvers indicated by the manufacturer. It was necessary to remove and replace it with another device. The patient was treated successfully, and the procedure was completed without any injury or injury to the patient. There were not any patient symptoms or complications associated with this event.

Manufacturer narrative:
Device evaluation analysis found the pipeline flex shield braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. Both ends of the pipeline flex shield braid were found fully opened and moderately frayed. Based on the returned device, the pipeline flex shield was not confirmed to have failure to open as the returned braid appeared to be fully opened and moderately frayed at both ends. The cause of the event could not be conclusively determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.